Manufacturer narrative:
Lei, yuanli, et al. (2024). A case report of right ventricular defibrillator and left bundle branch area leads placement and atrioventricular node ablation with chronic right ventricular thrombus. Indian pacing and electrophysiology journal https://doi.org/10.1016/j.ipej.2024.06.001.

Event description:
It was reported via article of interest literature review, a 49-year-old male presented with atrial fibrillation with rapid ventricular rate, volume overload, and hypotension. A subcutaneous implantable cardioverter defibrillator (s-ICD) for primary prevention was placed six years ago because of the presence of a right ventricular (rv) thrombus. In the six months preceding his presentation, he was hospitalized three times. Cardioversion was attempted each time, but he could not maintain sinus rhythm. Transesophageal echocardiography (tee) also showed left ventricular ejection fraction (lvef) of ten percent, reduced right ventricular function, and a large, fixed, calcified structure, suspected to be a chronic thrombus, in the mid-right ventricle. His chest x-ray showed that the s-ICD electrode was displaced below the diaphragm. He was deemed not a candidate for transplant or left ventricular assisted device due to obesity. Cardiac magnetic resonance imaging (MRI) was used to evaluate the stability of the right ventricular thrombus. It showed a tubular elongated soft tissue extending from rv apex along the trabeculations of the interventricular septum and to right ventricular outflow tract (rvot) below the pulmonic valve. It was concluded that the rv mass was a chronic, organized, calcified thrombus. After informed consent, he was brought to the electrophysiology lab for cardiac resynchronization therapy defibrillator (crt-d) implant and atrioventricular node ablation. The procedure was performed under general anesthesia. Due to concern of suboptimal sensing and pacing in the presence of the rv thrombus, before creating the generator pocket, a non-boston scientific pacing lead was inserted through the axillary vein to the right ventricle. Adequate sensing and pacing threshold were confirmed. This pacing lead was later used as the atrial lead. The pocket was then created. An non-boston scientific ICD lead was placed to the rv apex. They were unable to engage the coronary sinus despite multiple attempts. They decided to place a left bundle branch area pacing lead. The atrial lead was placed last. Atrioventricular node (avn) ablation was successfully performed from the groin with radiofrequency. The s-ICD was turned off due to the displaced lead. It was explanted two months later. The patient had been doing well not requiring admission in the next five months. No additional adverse patient effects were reported.